Event description:
It was reported the high flow insufflation unit had a sound of gas leakage coming from the inside of the insufflator. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reported malfunction was confirmed. Additionally, it was found that the flow rate could not be maintained within the standard. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction gas leakage would likely be due to faulty first pressure reducer, and for the malfunction flow rate cannot be maintained within standard would be due to faulty manifold unit. Olympus will continue to monitor field performance for this device.